Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during ventricular tachycardia (vt) ablation the left ventricular (lv) lead dislodged resulting in failure to capture. During lv lead revision the right atrial (ra) lead dislodged. The lv and ra leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.